Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred. The patient had recently lost stimulation sensation and was having recurrence of incontinence symptoms, particularly at night. There was no known accident of incident related to this event. Impedance measurements were taken and readings of >4000 ohms on some of the bipolar pairs was reported. During the testing they were able to just use default settings for conducting impedance measurements because it was uncomfortable for the patient. 02 and 03 both showed >4000 ohms. The patient was getting sensation after a reprogramming was done. The patient was to be sent home with some reprogrammed settings and see how she does. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 3037 serial # (B)(4) implanted: na explanted: na lead model 3093 lot # v168020 implanted: (B)(6) 2009 explanted: na.